Event description:
Machine was utilized on patient and set for five minute heating period to arm. Several minutes later (greater than five minutes) the nurse returned and the patient complained that the heat was too high. The physician examined and felt the patient received a burn. Nursing assessment was made and it is their opinion that a burn may or may not have occurred due to the fact that a pre-existing injury/infection was already present. The question we have is did the machine only allow five minutes of heat? We have decided to pull the machine from service immediatelydevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure, none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.